Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary a physician from (B)(6) hospital - jhunjhunu informed cook on 05jul2023 of an incident involving a ngage nitinol stone extractor (rpn: nge-022115) from lot # 14926354. As reported, during retrograde intrarenal surgery (rirs), after fragmenting the stone, an ngage nitinol stone extractor was used to remove a stone in the right renal pelvis. The basket would not close to capture the stone. The stone was powdered to clear the stone fragments. The patient did not experience any adverse effects. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device returned was returned to cook for evaluation. The visual exam notes that the wires are cut/separated. The handle does not actuate basket formation. The handle was disassembled, and discoloration was noted on the male luer lock adapter, cannulated handle, flare of support sheath, and collet. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1 provides the following information: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the failure of the basket to close during use could not be determined. The reported issue was that the basket would not close, which indicated the basket wires were not broken when the user experienced the reported issue. It is possible the wires broke as a result of the device being pulled through the scope with the basket in the open position, but this cannot be confirmed. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer name/address/phone = (B)(6). G4: PMA/510k number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery (rirs), after fragmenting the stone, an ngage nitinol stone extractor was used to remove a stone in the right renal pelvis. The basket would not close to capture the stone. The stone was powdered to clear the stone fragments. The patient did not experience any adverse effects.